Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "when using the bd safety glide needle 25x1" the stopper gets stuck and no air comes out. When drawing the vaccine up with the needle that comes with the syringe it draws up just fine but when switching to the bd safety glide needle 25x1 it gets stuck."